Event description:
It has been reported to philips that the system was producing an error of image storage not possible. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the hard disks. The fse replaced three of the hard disks, reloaded the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro/cine and image storage was not possible. Review of system log files showed that the system has not-approved harddisk used as os disk in the frontal ip-pc. Fse replaced hard disk and reloaded the software. After that, the system was returned to use in good working order.